Manufacturer narrative:
Fiber analysis: the glass cap is partially detached. The fiber is broken proximal to glue zone. The fiber cap was not returned with the product. The fiber cap remaining exhibits detritus and devitrification. Unable to view/confirm evidence of burned and charred heat shrink or glue residue due to the missing cap. The fiber/cap condition would result in forward firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, "no failure indicated." A second fiber was used to complete the procedure. No report of pt injury.